Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller reported that patient used to charge only once a week or so and probably within the past year patient had to start charging implant once every couple days. The reason for the increase in recharge frequency was asked and unknown however caller did say that patient had fallen and it was very possible that falls could've impacted the stimulator. Patient was also on the line and said that they didn't fall directly on the stimulatorbut it was unknown if this impacted stimulator. Caller said patient hadn't adjusted stimulation hardly at all. No troubleshooting had been done yet and patient hadn't had device checked. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.